Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/16/2011 by fax and mail. A completed questionnaire was received on 05/19/2011. (B)(4).

Event description:
A consumer's fiancee reported that following intraocular lens (iol) implant surgery, the consumer cannot see out of her eye and sees the five rings from the lens "like a giant cloud." In a follow-up, the surgeon reported that posterior capsule opacification (pco) was noted and a yag procedure was performed. The patient continues to see concentric circles. Additional information from indicated that an unapproved viscoelastic was used during the surgery.